Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and replaced vl218 resolving the issue. (B)(4).

Event description:
The customer reported cleaner was not being properly removed when using the unicel dxh 800 coulter cellular analysis system. The analyzer generated error conditions of vcs waste chamber drain incomplete, required parameter for data plot missing, and vcsn low event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.